Manufacturer narrative:
Unit had intermittent act button response due to moisture damage on keypad trace. Unit had loud motor noise during rewind due to faulty motor. Cracked on reservoir tube and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 193 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.